Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
61 year old male with history of cad prior CABG, htn, dld, t2dm, ckd, presented with acute decompensated hf. 10/14 underwent implant of impella 5.5 via right axilary artery. 10/14 afib with rvr treated with amiodarone. 10/16 impella 5.5 explanted without incident.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: ppae(paroxysmal atrial fibrillation): the root cause of the injury was not determined due to insufficient clinical details.